Event description:
It was reported that when an iol was implanted in an operation conducted on 4/19/2022, a hair-like foreign matter was found to be implanted with the lens in the eye. It was removed with tweezers and discarded. Although it was not clear whether the substance was a hair or fiber, contamination by foreign matter cannot be overlooked. The reporting physician requested additional information over manufacturing processes where foreign matters mixed into injectors measures to be taken in the future. However no further information received till date. There was no patient injury. The product remains implanted. No other information was provided.

Manufacturer narrative:
If explanted, give date: not applicable, lens remains implanted in the eye. Telephone number :(B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report and also the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section g2 - report source added: company representative section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.